Manufacturer narrative:
The customer¿s experience of power cord damage was confirmed, however the root cause of the power cord separating between the outer sheath and the female receptacle was not definitively identified. Some potential causes for the sheath separating from the power cord have previously been identified as due to insufficient adhesive between the power cord receptacle, the power cord sheath or separation due to customer mishandling (pulling on cord instead of plug/connector to disconnect from power source or another unit). There was no patient involvement.

Event description:
The customer reported ac power cord becoming dislodged from power cord connector. There was no patient involvement.